Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿patient was on an oxytocin drip when rn noted free flow blocking device was not working on alaris pump channel patient received a bolus of medication causing tetanic contractions the same tubing was used in another channel and worked appropriately the offending channel was tried again with different tubing and not attached to patient and the fluid came through rapidly again IV channel 8100 was retrieved by clinical engineering who sent channel to company. There was patient involvement and no adverse event. It was reported by the hospital's senior clinical engineering technician that the pump module was tested in their biomed shop. Their testing result was undetermined because the pcu was not included with the pump module involved. The pump module was tested multiple times through the preventative maintenance procedure on alaris systems maintenance software. No issues were found with the device.